Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to a leak in the cassette. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The report of air is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided at this time. The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review or should additional information become available.

Event description:
A home patient (hp) contacted baxter (B)(4) regarding a system error (se) 2240 that occurred on the homechoice (hc) during dwell 6 of 6. The hp stated she noticed a leak but was unsure of the exact location. The hp confirmed she was not reusing a set and did not note any damage to the overpouch or carton that the cassette was delivered in. The hp confirmed a sharp objsect was not used top open the overpouch. The hp confirmed connections were secure. (B)(4) assisted the hp to end therapy. The hp elected to discard the sample and complete therapy with a manual exchange. No paitent injury or medical intervention was reported.